Event description:
The customer reported moisture in the reservoir compartment, and the chamber was full of condensation. The blood glucose reading was 292 mg/dl. The customer stated that insulin from the reservoir leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.